Manufacturer narrative:
Sc-1132 (sn:(B)(4)). Device evaluation indicated that the complaint was not verified. Upon receiving the device was in hibernation and it was fully charged in one cycle. The battery depletion rate was within expected ranges, 5.44 mv when the device was turned off. After recharging the battery it was monitored for a week and confirmed that the battery depletion rate is within the normal range. The device exhibits normal device characteristics.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.